Manufacturer narrative:
Concomitant medical products: product ID 8596sc, lot#, serial# (B)(4), implanted: (B)(6) 2011; explanted: product type catheter product ID 8731, lot#, serial# (B)(4), implanted: (B)(6) 2004; explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4) ; product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (20 mg/ml, 2 mg/day) via an implantable pump for non-malignant pain. It was reported the patient had increased pain and decreasing efficacy from their pump. There were no environmental or external factors that may have led or contributed to the event found. It was noted the patient lived in an assisted living facility and was not mobile. The hcp attempted a catheter dye study but could not aspirate the catheter (date unknown). On (B)(6) 2021, prior to implanting a new catheter, catheter aspiration was unsuccessful. A rotor study performed on (B)(6) 2021 was successful. The hcp implanted a new catheter on (B)(6) 2021.  The pump was found to be operational and the catheter was found not to be operational. It was not known why or how the catheter failed. After implanting a new catheter, the hcp achieved successful aspiration of cerebrospinal fluid (csf) through the catheter access port (cap). The old catheter segments were left in place by the hcp. The issue was resolved at the time of this report.